Event description:
It was reported that an ilet user experienced recurrent alert 38 notifications along with multiple insulin delivery occlusions with a reported blood glucose of 307 mg/dl that were only resolved after a full supply change. Customer care provided support that included troubleshooting and user education on infusion set review performance. Investigation of this case revealed that occlusion events were consistent with insulin flow obstruction associated with the infusion set or connected consumables, and that replacement of supplies resolved the issue. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included temporary interruption of insulin delivery and the need to replace consumable supplies. It was concluded, based on previously established findings for similar reports, that the cause was consumable-related occlusion leading to interrupted insulin delivery.